Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient received treatment with intraperitoneal (ip) injection vancomycin (1 gram stat then every fifth day) and ip injection ceftazidime (1 gram exchange, frequency not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The following information was copied from a source document. On 28 june 2017 follow up obtained. Event details: in (B)(6) 2017, again the peritoneal effluent sample was taken for analysis and the result of peritoneal effluent leucocyte count was 80 cells per millimeter cubed. In (B)(6) 2017, the antibiotic treatment was discontinued for peritonitis. The patient recovered from peritonitis. It was reported that, the patient was now stable and the patient had recovered from brain haemorrhage, inability to eat properly and inability to move. Outcome: brain haemorrhage: recovered/resolved ((B)(6) 2017), peritonitis: recovered/resolved ((B)(6) 2017), inability to eat properly: recovered/resolved (date unknown) (previously not reported), inability to move: recovered/resolved (date unknown) (previously not reported). On an unreported date in the month following the month of onset, the antibiotic treatment for the peritonitis was discontinued, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.